Manufacturer narrative:
H6 health effect - clinical code: hemodynamic instability - 4868. Manufacturer's investigation conclusion: the reported device thrombus could not be confirmed through this evaluation as no images were submitted for review and the pump was not returned for evaluation. Additionally, the reported low flow alarms were unable to be confirmed as no log files were submitted for review, and a direct cause for the alarms could not be conclusively determined through this evaluation. It was reported that (B)(6) will not be returned for evaluation. Review of the relevant sections of the device history records for (B)(6) showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instruction for use (IFU) is currently available. The IFU lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with heartmate 3 (hm3) due to a thrombosed medtronic heartware ventricular assist device (hvad). The pump exchange went smoothly with no problems. The hm3 showed normal pump values and good left ventricular (lv) support in the operating room (or). After some time, the flow dropped suddenly to 0 and the patient's hemodynamic situation became critical with high dose catecholamine support. A suction of thrombus formation was suspected from the lv and an emergency pump exchange to another hm3 was performed. During the exchange, a sucked thrombosed material was observed and removed which confirmed the presumption. The exchange went smoothly again and the patient was stabilized and was transferred to the intensive care unit (ICU) ward under stable and recovered condition.